Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 23-jun-2015. The most recent information was received on 03-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe and persistent pelvic pain / left and right pelvic area pain"), uterine perforation ("perforated uterus"), fallopian tube perforation ("leakage in one of the fallopian tubes") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 648520 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (birth of twins) in 2007, multi gravida, live birth in 2000, live birth in 2005, live birth (birth of twins) in 2007, miscarriage in 2004, miscarriage in 2006, painful intercourse, mass, amenorrhea, sebaceous cyst and boil. She denies that she was allergic to nickel nor she experienced a hypersensitivity reaction to nickel or any other component of essure. She doesn¿t have any complications or problems that occurred at time of your essure placement. She did not retain any portion or part of essure. She never use tobacco and use alcohol rare. Previously administered products included for weight loss: zoloft and phentermine; for an unreported indication: depo-prover in december 2009, mirena from 2000 to 2008, ortho tri-cyclene from 2005 to 2006 and lidocaine. Family history included hypertension (mother), heart attack (father) and breast cancer (first cousins). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual cycle"), abnormal weight gain ("extreme weight gain"), menstruation irregular ("irregular menstrual cycle"), abdominal distension ("bloating"), bladder disorder ("bladder issues"), endometriosis ("endometriosis") and dysmenorrhoea ("constant pain with menstrual cycles"). The patient was treated with surgery (she had surgery for removal of fallopian tubes and uterus), surgery (she had surgery for removal of fallopian tubes and uterus) and surgery (she had surgery for removal of fallopian tubes and uterus). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea had resolved, the uterine perforation, fallopian tube perforation, abnormal weight gain, menstruation irregular, abdominal distension, bladder disorder and endometriosis outcome was unknown and the back pain had not resolved. The reporter provided no causality assessment for abdominal distension, abnormal weight gain, menorrhagia, menstruation irregular and pelvic pain with essure. The reporter considered back pain, bladder disorder, dysmenorrhoea, endometriosis, fallopian tube perforation, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2015, she also had surgery to remove essure. It was reported that she essure caused or aggravated any psychiatric and psychological conditions. Her current weight was 225lbs. She was prescribed pain medications for pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: leakage in one of the fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 23-jun-2015. The most recent information was received on 25-jun-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe and persistent pelvic pain / left and right pelvic area pain / bloated pelvic pain"), uterine perforation ("perforated uterus/ other half coils are embedded in my uterus"), fallopian tube perforation ("leakage in one of the fallopian tubes") and genital haemorrhage ("heavy bleeding/ spotting") in an adult female patient who had essure (batch no. 648520(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (birth of twins) in 2007, multi gravida, live birth in 2000, live birth in 2005, live birth (birth of twins) in 2007, miscarriage in 2004, miscarriage in 2006, painful intercourse, mass, amenorrhea, sebaceous cyst and boil. She denies that she was allergic to nickel nor she experienced a hypersensitivity reaction to nickel or any other component of essure. She doesn¿t have any complications or problems that occurred at time of your essure placement. She did not retain any portion or part of essure. She never use tobacco and use alcohol rare. Previously administered products included for weight loss: zoloft and phentermine; for an unreported indication: depo-prover in december 2009, mirena from 2000 to 2008, ortho tri-cyclene from 2005 to 2006 and lidocaine. Family history included hypertension (mother), heart attack (father) and breast cancer (first cousins). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual cycle, periods have been extremely heavy as if having miscarriage clots"), abnormal weight gain ("extreme weight gain, gained over 50 lbs "), menstruation irregular ("irregular menstrual cycle"), abdominal distension ("bloating, feel bloated"), bladder disorder ("bladder issues"), endometriosis ("endometriosis"), dysmenorrhoea ("constant pain with menstrual cycles, really bad cramps"), vaginal haemorrhage ("still spotting"), abdominal pain lower ("cramping horribly") and burning sensation ("feel a burning sensation on my sides and pelvic area"). The patient was treated with surgery (she had surgery for removal of fallopian tubes, hysterectomy), surgery (she had surgery for removal of fallopian tubes, hysterectomy) and surgery (she had surgery for removal of fallopian tubes, hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea had resolved, the uterine perforation, fallopian tube perforation, abnormal weight gain, menstruation irregular, abdominal distension, bladder disorder, endometriosis, vaginal haemorrhage, abdominal pain lower and burning sensation outcome was unknown and the back pain had not resolved. The reporter provided no causality assessment for abdominal distension, abnormal weight gain, menorrhagia, menstruation irregular and pelvic pain with essure. The reporter considered abdominal pain lower, back pain, bladder disorder, burning sensation, dysmenorrhoea, endometriosis, fallopian tube perforation, genital haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, she also had surgery to remove essure. It was reported that she essure caused or aggravated any psychiatric and psychological conditions. Her current weight was 225lbs. She was prescribed pain medications for pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: leakage in one of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: social media post received: new reporters, events embedded device, vaginal haemorrhage, abdominal pain lower and abdominal discomfort added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus'), pelvic pain ('severe pelvic pain / severe and persistent pelvic pain / left and right pelvic area pain / bloated pelvic pain'), fallopian tube perforation ('leakage in one of the fallopian tubes') and embedded device ('fragments embedded in uterus') in a 28-year-old female patient who had essure (batch no. 648520 not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (birth of twins) in 2007, live birth (birth of twins) in 2007, miscarriage in 2006, live birth in 2005, miscarriage in 2004, live birth in 2000, multi gravida, painful intercourse, mass, amenorrhea, sebaceous cyst, boil, bladder spasm and menses irregular. She denies that she was allergic to nickel nor she experienced a hypersensitivity reaction to nickel or any other component of essure. She doesn¿t have any complications or problems that occurred at time of your essure placement. She did not retain any portion or part of essure. She never use tobacco and use alcohol rare. Previously administered products included for weight loss: zoloft and phentermine; for an unreported indication: depo-prover, mirena from 2000 to 2008, ortho tri-cyclene from 2005 to 2006 and lidocaine. Concurrent conditions included bladder hydrodistention, endometrial ablation and vaginal discharge. Family history included hypertension (mother), heart attack (father) and breast cancer (first cousins). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2012, the patient experienced genital haemorrhage ("heavy bleeding/ spotting"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycle, periods have been extremely heavy as if having miscarriage clots"), abnormal weight gain ("extreme weight gain, gained over 50 lbs"), menstruation irregular ("irregular menstrual cycle"), abdominal distension ("bloating, feel bloated"), bladder disorder ("bladder issues"), endometriosis ("endometriosis"), dysmenorrhoea ("constant pain with menstrual cycles, really bad cramps"), vaginal haemorrhage ("still spotting"), abdominal pain lower ("cramping horribly"), burning sensation ("feel a burning sensation on my sides and pelvic area") and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery for removal of fallopian tubes, hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, abnormal weight gain, menstruation irregular, abdominal distension, bladder disorder, endometriosis, vaginal haemorrhage, abdominal pain lower, burning sensation and embedded device outcome was unknown, the pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea had resolved and the back pain had not resolved. The reporter provided no causality assessment for abdominal distension, abnormal weight gain, menorrhagia, menstruation irregular and pelvic pain with essure. The reporter considered abdominal pain lower, back pain, bladder disorder, burning sensation, dysmenorrhoea, embedded device, endometriosis, fallopian tube perforation, genital haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, she also had surgery to remove essure. It was reported that she essure caused or aggravated any psychiatric and psychological conditions. Her current weight was 225lbs. She was prescribed pain medications for pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: leakage in one of the fallopian tubes. Pathology test - on (B)(6) 2015: a. (Fallopian tubes, bilateral salpingectomy): bilateral fallopian tubes with congestion. Gross description a. The specimen is labeled right/left fallopian tubes received in formalin are two separate segments of intact and patent fallopian tubes, both with fimbriated ends one measuring 7.2 cm in length and 0.9 cm in diameter and another one is measuring 6.5 cm in length and 0,8 cm in diameter (has stent in place), the serosal surface of both tubes is red. Tan and hemorrhagic. Both fallopian tubes are serially sectioned to reveal patent and unremarkable lurnens.; on (B)(6) 2015: final diagnosis a. (Uterus, cervix, total abdominal hysterectomy): endomyometrium with late secretory phase endometrium, adenomyosis and single intramural leiomyoma. Cervix with chronic inflammation, squamous metaplasia and nabothian cysts. B. (Left pelvic side wall biopsy): fibrous tissue with endometriosis. Ultrasound pelvis - on (B)(6) 2015: normal appearance of the pelvis. Essure closure device in place. The endometrium somewhat difficult to delineate but does not appear thickened with no endometrial fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received: event: fragments embedded in uterus. Reporter information were updated, patient history and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5042048) on 23-jun-2015. The most recent information was received on 13-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe and persistent pelvic pain / left and right pelvic area pain"), uterine perforation ("perforated uterus"), fallopian tube perforation ("leakage in one of the fallopian tubes") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 648520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (birth of twins) in 2007, multi gravida, live birth in 2000, live birth in 2005, live birth (birth of twins) in 2007, miscarriage in 2004, miscarriage in 2006, painful intercourse, mass, amenorrhea, sebaceous cyst and boil. She denies that she was allergic to nickel nor she experienced a hypersensitivity reaction to nickel or any other component of essure. She doesn¿t have any complications or problems that occurred at time of your essure placement. She did not retain any portion or part of essure. She never use tobacco and use alcohol rare. Previously administered products included for weight loss: zoloft and phentermine; for an unreported indication: depo-prover in (B)(6) 2009, mirena from 2000 to 2008, ortho tri-cyclene from 2005 to 2006 and lidocaine. Family history included hypertension (mother), heart attack (father) and breast cancer (first cousins). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual cycle"), abnormal weight gain ("extreme weight gain"), menstruation irregular ("irregular menstrual cycle"), abdominal distension ("bloating"), bladder disorder ("bladder issues"), endometriosis ("endometriosis") and dysmenorrhoea ("constant pain with menstrual cycles"). The patient was treated with surgery (she had surgery for removal of fallopian tubes and uterus), surgery (she had surgery for removal of fallopian tubes and uterus) and surgery (she had surgery for removal of fallopian tubes and uterus). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea had resolved, the uterine perforation, fallopian tube perforation, abnormal weight gain, menstruation irregular, abdominal distension, bladder disorder and endometriosis outcome was unknown and the back pain had not resolved. The reporter provided no causality assessment for abdominal distension, abnormal weight gain, menorrhagia, menstruation irregular and pelvic pain with essure. The reporter considered back pain, bladder disorder, dysmenorrhoea, endometriosis, fallopian tube perforation, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2015, she also had surgery to remove essure. It was reported that she essure caused or aggravated any psychiatric and psychological conditions. Her current weight was (B)(6). She was prescribed pain medications for pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: leakage in one of the fallopian tubes. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 13-dec-2017: correction following internal coding review. The event leakage in one of the fallopian tubes was recoded to fallopian tube perforation. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe and persistent pelvic pain / left and right pelvic area pain"), uterine perforation ("perforated uterus"), systemic leakage ("leakage in one of the fallopian tubes") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 648520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (birth of twins) in 2007, multi gravida, live birth in 2000, live birth in 2005, live birth (birth of twins) in 2007, miscarriage in 2004, miscarriage in 2006, painful intercourse, mass, amenorrhea, sebaceous cyst and boil. She denies that she was allergic to nickel nor she experienced a hypersensitivity reaction to nickel or any other component of essure. She doesn¿t have any complications or problems that occurred at time of your essure placement. She did not retain any portion or part of essure. She never use tobacco and use alcohol rare. Previously administered products included for weight loss: zoloft and phentermine; for an unreported indication: depo-prover in (B)(6) 2009, mirena from 2000 to 2008, ortho tri-cyclene from 2005 to 2006 and lidocaine. Family history included hypertension (mother), heart attack (father) and breast cancer (first cousins). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), systemic leakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual cycle"), abnormal weight gain ("extreme weight gain"), menstruation irregular ("irregular menstrual cycle"), abdominal distension ("bloating"), bladder disorder ("bladder issues"), endometriosis ("endometriosis") and dysmenorrhoea ("constant pain with menstrual cycles"). The patient was treated with surgery (she had surgery for removal of fallopian tubes and uterus), surgery (she had surgery for removal of fallopian tubes and uterus) and surgery (she had surgery for removal of fallopian tubes and uterus). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea had resolved, the uterine perforation, systemic leakage, abnormal weight gain, menstruation irregular, abdominal distension, bladder disorder and endometriosis outcome was unknown and the back pain had not resolved. The reporter provided no causality assessment for abdominal distension, abnormal weight gain, menorrhagia, menstruation irregular and pelvic pain with essure. The reporter considered back pain, bladder disorder, dysmenorrhoea, endometriosis, genital haemorrhage, systemic leakage and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2015, she also had surgery to remove essure. It was reported that she essure caused or aggravated any psychiatric and psychological conditions. Her current weight was (B)(6) lbs. She was prescribed pain medications for pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: leakage in one of the fallopian tubes. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporters added. Historical condition, historical drug, family history, concomitant disease were added. On (B)(6) 2009, essure was inserted. Updated suspect drug indication updated, lot no added as (648520). On an unknown date, she experienced heavy bleeding, perforated uterus, bladder issues, constant pain with menstrual cycles and endometriosis. In 2010, she had back pain. Updated event severe pelvic pain / severe and persistent pelvic pain / left and right pelvic area pain (previously reported as severe pelvic pain). In (B)(6) 2015, she had explanted essure device. Outcome of events pelvic pain, heavy menstrual cycle recovered (previously reported as unknown). Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.